Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx), a guide catheter, and a guidewire. During the procedure, the catrx was loaded over the guidewire through the rapid exchange port. When the catrx was exiting the guide catheter, the physician noticed that the rapid exchange port had been punctured by the guidewire. Therefore, the catrx was removed. The procedure was completed using another catrx. It was reported that the patient expired due to st-elevation myocardial infarction (stemi). The patient's expiration was unrelated to the issue with the catrx..